Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urgency frequency. Patient reported that they did not really feel that he is fully emptying his bladder fully.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urgency frequency. Patient reported that they did not really feel that he is fully emptying his bladder fully. Urgency frequency. No further complications were noted or anticipated.